Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned product found the outer tyvek pouch was not sealed to inspection criteria. Sterility has been breached. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. This complaint has been confirmed by review of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner packaging of the screw was not sealed and therefore was not sterile. Attempts have been made and additional information on the reported event is unavailable at this time.